Event description:
The patient reported that she is continuing to receive e4 (occlusion) alarms. She reported that she has changed all of her accessories two times but continues to get the e4 (occlusion) alarm. During troubleshooting, the patient was instructed to remove and reinsert the power pack into the device. Upon reinsertion, the infusion device continued to reset and would not power up correctly. The patient replaced the power pack and the infusion device functioned correctly and the patient was able to administer a bolus. She reported that her blood glucose values were elevated to 350 mg/dl. Her normal range is 120-150 mg/dl. She stated that she is not experiencing any symptoms associated with the elevated blood glucose. The patient took an insulin injection to lower her elevated blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.